Event description:
Eight hours after insertion of the catheter, inflammation and irritation appeared.

Manufacturer narrative:
Add'l info has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: april 11, 2008.